Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe adaptor set leaked at the "insertion site". This was observed while assembling the device at the hospital, during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in december 2022. H11: the actual device was not available; however, a photograph of the sample and a retained sample were evaluated. The returned photograph sample was reviewed, and it was noted that there was a leak at the level of the injection site (vented cap). The retained samples were visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity tested in the laboratory using methylene blue, followed by leak testing under water using a calibrated provaset. No leaks were observed. The reported condition was verified in the photograph sample inspection. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.